Manufacturer narrative:
(B)(4). The field service specialist (fss) visited customer site to inspect the system. Fss verified the reported issue. Fss replaced the network adapter board, ethernet cable, and instrument manager board to resolve the problem. Fss performed the field service checklist, which the unit passed the functional tests and it was found to meet amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported that the whitestar signature system gave error 2012 (instrument host timeout error)/communication error and it was stuck in safe mode. There was no patient involvement reported and no patient treatments delayed or cancelled.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. Trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. Corrected data: in the initial report, the device manufacturer date year provided was incorrect. The correct year of manufacture is 2010. All pertinent information available to abbott medical optics has been submitted.